Event description:
It was reported that during a renal angioplasty and stenting treatment procedure, following deployment of the stent, the physician was unable to pull the balloon back through the guide catheter. The physician intentionally used an 8f sheath and following delivery and deployment of the express stent, he was unable to pull the deflated balloon back into the sheath for removal. He had to pull the balloon catheter and guide catheter out as one unit. It was reported that there were no injuries or complications for the patient. The procedure was successfully completed with this device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.